Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 90% stenosed target lesion was located in he moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent moved on the balloon. The procedure was completed with another 4.0 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on the balloon with some struts over the proximal markerband. Some stent struts were bunched and overlapping. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed distal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The 90% stenosed target lesion was located in he moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent moved on the balloon. The procedure was completed with another 4.0 synergy¿ stent. No patient complications were reported and the patient's status was good.